Event description:
It was reported that the insulin pump was priming excessively, and the piston could not be stopped. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a cracked reservoir tube and missing end cap sticker.